Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer successfully loaded cartridge onto the pump. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl due to an unknown cause. A manual injection was used to correct. A system check was performed and the pump performed as intended.